Manufacturer narrative:
The device was returned and an evaluation was performed. Visual inspection found biomaterial wrapped around the impeller. No other abnormalities or issues were observed. Simulated use testing for hemolysis passed using the returned pump and purge cassette. Evidence suggests the reported hemolysis was caused by ingested biomaterial.

Manufacturer narrative:
The impella cp optical was received and an investigation is underway. A supplemental report will be file upon completion of the investigation.

Event description:
The complainant reported a 51 year old male patient enduring suspected hemolysis during impella support. The pump was removed and replaced as a result.